Event description:
Reporter indicated patient presented to their physician with an "...increase in seizures and can't feel stimulation anymore". Pt's output current was adjusted from 2.5ma to 3.0ma and the pt was still unable to feel stimulation. Onset in seizure activity was reported as 2 months prior to this office visit. Diagnostic testing performed during this office visit indicated proper device function.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.